Manufacturer narrative:
H3 other text : evaluated by third party service center.

Event description:
The device was returned to a third-party service center for evaluation in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. There device was not in patient use. The internal part of the device was inspected visually and found that the connector was completely destroyed. In addition, there was cigarette smoke or insect infestation observed in the device. No evidence of foam particles. Lastly, the device has been scrapped.